Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/19/2014 with the following results: no defect was found. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24h correctly. The pump passed a delivery accuracy test and performs within specification. Last basal delivery was on (B)(6) 2013 at 7:31pm, black box review shows that the pump was manually placed into a blank basal program (basal pgm n2: 0u/hr activated) from (B)(6) 2013 at 23:41 to (B)(6) 2013 at 10:43am. When basal delivery was resumed (basal pgm n1:3u/hr activated). Several 241¿empty active basal program¿ and 213¿glucose above limits¿ alerts are observed. Tdd add up successfully and reflect the user¿s programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the patient experienced elevated blood glucose (bg) over 20mmol/l with ketones of 0.9mmol/l related to the pump not delivering insulin. The patient¿s bg was reportedly treated with an insulin pen. The distributor reported that on (B)(6) 2013, the pump did not deliver insulin from 00:00 to 10:43. Troubleshooting confirmed that basal delivery for the previous day, (B)(6) 2013, was correct. Reportedly, a cartridge and site change were performed just after 23:00 on (B)(6) 2013. The prime and fill cannula steps as well as two boluses were performed on (B)(6) 2013. Reportedly, an alarm was triggered by the cgm related to bgl being above the set limit, but no action was taken as the alarm was not heard. The distributor noted that the patient doe move around a lot in her sleep. Reportedly, basal delivery on (B)(6) 2013 resumed at 10:43. Follow up on (B)(6) 2013 indicated that the patient was still on the pump and a review of the total daily dose history indicated that normal basal delivery had resumed. Troubleshooting could not determine why there was no indication of basal insulin delivery on (B)(6) 2013 from 00:00 to 10:43. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to the pump not delivering insulin as expected.